Event description:
It was reported that the pt experiences sporadic interruptions to her sound. The external parts were exchanged, but the problem was not solved. Testing carried out at first was normal but on (B) (6), 2009, further testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.